Event description:
It was reported that the patient underwent a laminectomy. It was reported that the flex arm will not stay fixated. No patient compli cations were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. Unable to manually tighten handle; the instrument remained loose. Gap noted between handle and base of instrument. Inconclusive; unable to determine root cause from the available information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.